Manufacturer narrative:
The field reported events were lead dislodgement and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended/retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to dried blood in the helix region and over-torqued of the inner coil. No further anomalies were found.

Event description:
It was reported that the patient's right ventricular lead was dislodged, as confirmed by fluoroscopy. During lead repositioning, it was found that the helix of the lead failed to be extended. It was elected to explant and replace the lead. There were no patient consequences.